Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices during an implant procedure on (B)(6) 2019. The physician reported that the ipg was surrounded by a bovie device for an unknown amount of time. As a result, the ipg was replaced, which resolved the issue.